Event description:
This report summarizes 6 malfunction events, where it was reported the cot dropped. 3 events had patient involvement, but no adverse consequences were reported. 1 event resulted in an injury to a user; the user experienced pain as a result of the event.

Manufacturer narrative:
The final two devices were evaluated in the field. The issue was not confirmed on one device as no defect or malfunction was found. The issue was confirmed on the second device and it was repaired on site and returned to service.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 2 devices are pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported the cot dropped. 3 events had patient involvement, but no adverse consequences were reported. 1 event resulted in an injury to a user; the user experienced pain as a result of the event.